Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental assistant reported that patient began whitening 3 days ago and woke up this morning (B)(6) 2017) with swollen/puffy lips and a few blisters. Advised dental assistant to inform the patient to discontinue use of the (B)(6) desensitizer permanently, and if need be, she can also see her general practitioner to help with any symptoms. Per follow-up with dental office on (B)(6) 2017, the patient returned to normal after six days, with no medical intervention.